Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted with the reset, after which the malfunction did not recur.